Event description:
The pump did not sound an audible alarm tone during an alarm condition. The pump was returned to the materials equipment department with an unsigned note that stated, "no audible alarm." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events while the device was in clinical use. During testing at the user facility, the device did not sound an audible alarm tone during an alarm condition. Though requested, no add'l info was provided.